Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were five other reported complaints for this lot number, 4 of the complaints were for a single patient/single device. This complaint is confirmed based on the customer's testimony. Based on the information provided, no product returned and the results of our investigation, the root cause was determined to be user related. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment, measures are being conducted to address this failure mode. .

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that the redo single lumen tpn catheter accidentally broke when the patient stepped on the line, which resulted in a delay in the administration of the patient's treatment. Although it is not known what the customer did to correct the issue, the customer confirmed that no additional procedures were required, and no patient adverse events occurred as a result. The device is not available for return and evaluation.